Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges pain, swelling, inflammation, and damage to surrounding bone and tissue, spread of metal throughout the body and lack of mobility. It also alleges that these symptoms were the result of possible loosening of the implant, fracture of bone around implant, dislocation or spread of metal debris from the head and cup rubbing and rotating against each other. There were no medical records for the alleged loosening, fracture, dislocation and metal debris. Shall there be new information received, this complaint will be updated. Update jun 26, 2017: der received. It was stated that patient underwent removal of asr. Product codes and lot numbers were provided. Added sleeve to the complaint. No other information at this time. This complaint was updated on jul 7, 2017. Update aug 7, 2017: medical records received. After review of the medical records for MDR reportability, there is no new information. This complaint was updated on: aug 21, 2017. Update dec 12, 2017: pfs and medical records received. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain, elevated metal ions, and large fluid collection. Revision notes reported large pseudocapsule, grey/black tissue consistent with adverse soft tissue response to metal wear debris, defect in the posterior capsule of the hip, and corrosion on the trunnion. Added stem for the reported elevated metal ions and corrosion. This complaint was updated on: december 13, 2017.

Manufacturer narrative:
Litigation received. Litigation alleges pain, swelling, inflammation, and damage to surrounding bone and tissue, spread of metal throughout the body and lack of mobility. It also alleges that these symptoms were the result of possible loosening of the implant, fracture of bone around implant, dislocation or spread of metal debris from the head and cup rubbing and rotating against each other. There were no medical records for the alleged loosening, fracture, dislocation and metal debris. Shall there be new information received, this complaint will be updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.